Event description:
It was reported that the device was toning due to an right ventricular (rv) lead impedance warning. The rv defibrillation coil was high. The alert threshold was reset and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).